Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 5147050 model/catalog description: infinion cx lead kit, 70 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to contacts out on the leads. The patient underwent an explant procedure. No further information could be obtained.